Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that an e224 scope communication error was seen on the screen due to a faulty cable. It was also noted that the label on the rear cover was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k camera head had no image. It was noted that the procedure was therapeutic in nature. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and from the repair dept, e224 error was reproduced, but the phenomenon that the image is not displayed was not reproduced. E224 error is the error that occurs when communication with a camera head fails. It is likely that poor communication occurred due to cable failure and then e224 error occurred and temporarily the image was not displayed. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. Never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.